Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that one day post-operatively, the lens appeared cloudy in the eye. The healthcare professional reports that 3-4 days following treatment (treatment has not been disclosed at this time) the lens cloudiness has fully resolved. The time between surgery and the observation being made is suggestive of pco or capsular block (from any residual ovd behind the lens taking on water and swelling, becoming cloudy and forcing the lens out of position). The location of haze at the lens edges is a sign of an issue progressing from the edges to the centre (which is potentially suggestive of pco from lens epithelial cells (lec) proliferation). "Precipitates" is listed in the "adverse events" section of the rayone IFU. Rayner is following up with its distributor to obtain additional information to facilitate further investigation of the event. This case is two of nine from the healthcare facility which might be suggestive of some environmental factor; however, it is not possible to establish root cause at this time.

Event description:
On 20th february 2023, rayner received notification from its distributor in venezuela of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that one day post-operatively the lens appeared cloud. In the eye.